Event description:
It was observed during device evaluation that the subject device endoscopic image could not be displayed due to disconnection and deformation in cable unit. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. No image occurred due to a faulty cable. There was a disconnection in the cable unit and the cable unit was deformed. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and the evaluation found a no image malfunction due to cable disconnection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited a no image malfunction due to cable disconnection. There were no reports of patient involvement.